Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to myopotential over-sensing. The device triggered episodes when a high frequency, low amplitude signal was sensed on the ventricular channel. No other anomalies were reported. Programming changes will be made the next time the patient is in clinic. There were no consequences to the patient.